Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 504-505 mg/dl. Reportedly, the cartridge ran out of insulin as expected, and the customer did not replace the cartridge for ¿several hours¿. Reportedly, the customer administered a manual injection to address bg level. Additionally, it was reported that the pump touch screen was cracked. Customer was unable to interact with the pump touch screen due to the cracked screen. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.